Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.

Manufacturer narrative:
Correction: manufacturer report number should be 2017865-2024-54887 instead of 2017865-2024-53887.

Event description:
New information received indicated that the programming changes were made to address the event and the patient continued to be monitored.